Manufacturer narrative:
The impella 2.5 pump was not returned for evaluation, as it was discarded subsequent to the event. Consequently, no device analysis could be performed. The console logs were returned for analysis. The logs showed numerous position unknown alarms in the beginning of the case/support. In addition during the last two days of support there were numerous wrong position alarms. The physician did share photographs of the extracted native valve. The photographs were observed and did show a damaged valve. The damage was most likely caused by a combination of patient condition, being the known vsd, as well as the repositioning of the device. The instructions for use of the impella 2.5 do site the following regarding repositioning of the pump: "use fluoroscopy for placement" impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve." The manufacturer will continue to monitor and investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplement medwatch report, if any additional information is received. No corrective action is recommended at this time because the failure is determined to be low risk. The failure will continue to be monitored and tracked. (B)(4).

Event description:
In (B)(6) 2016 a patient was admitted to a hospital in (B)(6) with myocardial infarction and a known ventricular-septal defect. The patient was taken to the surgical suite to repair the vsd after being stabilized on ECMO for 2-3 days. After the surgical repair, an impella 2.5 pump was placed into the left ventricle for more support beyond the ECMO. The positioning of the impella 2.5 did need two different wires to place the pump within the ventricle, and the position was checked by fluoroscopy and support initiated. The impella and ECMO supported the patient for approximately 5 days. During the 5 days of support the 2.5 pump had been repositioned multiple times without the assistance of fluoroscopic or echocardiographic imaging, i.e. "Blind manipulation". After the fifth day of support, aortic insufficiency was observed under echo. The pump was pulled back slightly and the ai persisted. Subsequently, the 2.5 was removed from the left ventricle. At that time valvular damage was observed. The valve was surgically replaced by a tissue valve. The patient remained under care and support with ECMO and the addition of a pulmonary vein drainage cannula. After approximately 2 -3 days the patient did expire due to multi organ failure.